Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection of the right common carotid artery (cca) was identified upon insertion of the arterial sheath. The physician attempted to use the two initially planned stents to cover both the lesion and the dissection. After placement, the physician reviewed imaging and elected to place another 3rd party stent via femoral arterial access to cover the proximal edge of the stent further where the dissection was covered. It was reported that the patient is stable and the procedure was completed successfully.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted if additional information is obtained. Complaints will continue to be reviewed and monitored for trends.